Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review did not identify alarms or failures related to the reported problem. The f-82 alarm was identified during functional testing. The cause of the condition was determined to be damaged cpu board. To correct the condition, the cpu board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-82 (no acknowledgment message from slave cpu for three communication trials). No additional information is available.